Manufacturer narrative:
Additional information states the lead has been replaced. No communciation on return of product.

Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) pace/sense lead became dislodged 10 days post-implant. It was discovered when the patient reported to the hospital and lead measurements confirmed an absence of atrial sensing. (The dislodgement was also observed on x-ray.) Adverse patient effects were reported, due to the repeat surgical procedure required to reposition the lead.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.